Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently experienced a fast atrial fibrillation (af) episode with 1:1 ventricular conduction. This resulted in four inappropriate anti-tachycardia pacing (atp) bursts and two inappropriate shocks. Boston scientific technical services (ts) was contacted for review, and it was discussed that the episode met detection criteria and thus, therapy was delivered. The patient's rhythm timing and morphology were very poorly correlated to the stored template, which may have been the result of a change within the conduction pathway. Ts recommended considering utilizing the onset and stability feature of the device, if clinically appropriate, to prevent further treatment of similar rhythms. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.